Event description:
It was reported that during a total knee arthroplasty, the ortholock ex-pin broke while being removed. The estimated 4 mm broken part of the pin remains in the patient's tibia.

Manufacturer narrative:
The pins were received by the manufacturer; the investigation is on-going. When the investigation is complete, a follow up report will be filed. It was reported that the pin was removed with a three-jaw chuck instead of the chuck recommended in the instructions for use.